Manufacturer narrative:
The thermogard xp ivtm system (sn tgxp13484) was evaluated by zoll service personnel at the customer site. The reported complaint that "the console displayed mid:09 (air trap assembly) error message" was confirmed during functional testing and the system's event log data review. The root cause of the mid:09 error was the malfunctioning air trap sensor block due to an overflow of saline into the console's air trap holder. The start-up kit (suk) used during the reported event leaked into the console's air trap holder. No physical damage was observed on the thermogard console during visual inspection. The system's event log data was reviewed and revealed multiple mid:09 (air trap assembly) error messages on the customer's reported event date, confirming the reported complaint. Further review of the event log showed a mid:16 (software related) error message, unrelated to the reported complaint. Based on log data files, this error code had been cleared, and it was not replicated during testing. Per the tgxp user manual, if a mid:16 error occurs during treatment, this indicates that the treatment file memory is full. The console stops treatment. To continue treatment, power the console off and on. Follow the prompts and select current settings. When the data download information appears, immediately either delete the data or use temptrend to download the data and delete it. You may then resume treatment. The thermogard xp ivtm system failed the initial functional test as it displayed a mid:09 (air trap assembly) error message, confirming the reported complaint. Technical investigation revealed that the air trap sensors were malfunctioning. The failed air trap sensor block assembly was replaced to remedy the fault. The zoll service personnel performed a further thorough device inspection and found no other issues. Following service, including preventive maintenance actions, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with serial number (B)(4).

Event description:
A patient underwent ivtm therapy with a femoral catheter in place and using the thermogard xp ivtm system (B)(4). Twenty-four (24) hours after the initiation of the treatment, during the maintenance phase after cooling, the thermogard system generated an "air trap" alarm. The pump rotor stopped, and the system went into standby mode. The nurse noticed that the saline level in the 500-ml saline bag had decreased and observed saline leakage from the start-up kit (suk). The patient was not transferred during the treatment, and the suk was not uninstalled and reinstalled either. The patient's body temperature, which was at the cooling target temperature of 33 °c, started rising to 33.4 °c. The nurse contacted zoll tech line support and was advised to inspect the catheter for a leak check. The nurse was advised to disconnect the catheter from the patient and flush it with the slip-tip syringe to verify if clear saline would come out of the orange out-luer. The catheter was flushed fine with no blood, reassuring that there was no leakage from the catheter. Zoll tech line personnel suspected that the suk was leaking from the air trap and guided the nurse to prime the system with another suk. The dwell time of the suk was about 30 hours when it was replaced. Priming with the second suk was completed with no issues, the patient was re-connected to the system, and the treatment continued. During the re-warming phase of the treatment, the thermogard system displayed a mid:09 (air trap assembly) error message. The customer tried to clear the error code multiple times but was unsuccessful and used another console to complete the treatment. There was no harm to the patient.